Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4). It was reported patient underwent a right total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, peri prosthetic fluid on the posterior lateral, bursitis, osteolysis of the acetabular cup and palpable mass on the anterolateral/glut medius were noted. The fluid measured 17.7 x 33.7 x 35.9 x 0.0 and the palpable mass measured 3 x 3. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-06020 / 06023).

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, peri prosthetic fluid on the posterior lateral, bursitis, osteolysis of the acetabular cup and palpable mass on the anterolateral/glut medius were noted. The fluid measured 17.7 x 33.7 x 35.9 x 0.0 and the palpable mass measured 3 x 3. Patient further alleged pain. There has been no reported revision procedure to date.